Event description:
It was reported that the patient's pump was moving in the pocket. The patient had thought that scar tissue was supposed to form. The pump was being used to deliver clonidine, bupivacaine, and dilaudid. Follow up was being performed to determine the cause of the pump movement, drug information, and patient outcome. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Since 2013, every time the patient had a pump refill her pump had moved. The patient could not have surgery due to the anticoagulation medication she was on. As of the date of this report, the pump was moving even more and it hurt. The patient had used 2 binders and it did not work.